Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump communicated properly with the test glucose sensor simulator. No radio frequency anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer was trying to put the numbers in for the grams, but the numbers kept scrolling. Customer stated that she had trouble connecting the meter and she also had issues with the buttons. Insulin pump will need to be replaced due to the issues with the buttons. Customer was advised that when the replacement pump arrives, she will be assisted in programming. No additional information provided.